Event description:
The customer reported the touchscreen is not responsive during set up and not able to perform touchscreen calibration. There was no patient involvement. The remote service engineer advised the customer to replace the touchscreen. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The customer replaced the touchscreen and returned the ventilator to service.